Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging the one touch ultralink meter was giving the error 2 error message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.